Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed. No additional occlusions occurred. Blood glucose (bg) was 579 mg/dl. Correction boluses were delivered. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and treated with intravenous fluids/insulin. Elevated bg/dka were resolved. Customer felt more easily confused due to the event. Customer was discharged on (B)(6) 2018. Pump therapy was resumed.